Event description:
Rep reported a pt involved in a motorcycle case was being monitored by a microsensor and it gave off negative readings. Pt expired. At this point it does not look like the device caused or contributed to the pt's death.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.